Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter would not work. Upon removal of the prongs on the adapter, burn marks were noted. The transmitter was replaced.

Manufacturer narrative:
The field complaint of the transmitter not having any lights on and the prongs looking burned was verified. As a result, we can conclude that the merlin@home transmitter and ac power adapter were damaged due to high current flow through the ac wall power outlet, thus damaging their respective main pcb.